Event description:
It was reported the gastrointestinal videoscope presented a blurry image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image resolution power was not being achieved due to damage to the imaging unit. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause was due to damage to the imaging unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.